Manufacturer narrative:
A replacement lv lead was not implanted and no adverse events during the procedure were reported.

Event description:
Boston scientific crm received information that this patient had been presented to the electrophysiology (ep) laboratory for an elective replacement of the chronic device due to normal battery depletion. This left ventricular lead (lv) was surgically capped due to loss of capture and high lv pacing impedance measurements (greater than 2000 ohms).